Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated her blood glucose hovered " around 600 all day one day prior" in the next day, she reports she was " out of it and sick". By 4:00 pm, the ambulance had transported her to the hospital. She was treated with IV fluids, and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.